Event description:
Customer reportedly obtained a result of 56 mg/dl, while testing on aviva system 1, and 53 mg/dl and 581 mg/dl on aviva system 2. Customer drank juice in response to 56 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in aviva system 2. (B)(4).